Manufacturer narrative:
Device passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the device history file due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. It was stated that the insulin pump had absence of audible sensor alarms and hardware low level failure alarm was occurred after self test. Customer performed second self test and it was failed and again pump error was occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.